Event description:
A caller reported a malfunction on a pump, displaying malfunction code 12. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact on their blood glucose level. To resolve the issue, the customer was interested in obtaining an out-of-warranty loaner pump, as the current pump was out of warranty, and technical support agreed to replace the malfunctioning pump.